Manufacturer narrative:
One cardiomems power cord and power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No frayed wires were detected on the power cord. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was found during the investigation that the power supply had frayed and exposed wires. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.

Event description:
The patient reported frayed wires of the power cord. The power cords of the patient electronic system were replaced and there were no adverse consequences reported by the patient.